Manufacturer narrative:
Section b3: date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's ipg became inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.